Event description:
It was reported to gore that, on (B)(6) 2026, the patient underwent endovascular treatment for aneurysmal degeneration of a chronic type b aortic dissection using the gore® tag® conformable thoracic stent graft with active control system. On an unknown date, during follow-up at another hospital, esophageal cancer was suspected, and a biopsy was performed. Mucosal injury associated with the biopsy resulted in the development of an esophageal fistula. On (B)(6) 2026, emergency reintervention was performed. As an entry to the false lumen was identified at the celiac artery, an additional ctag (tgm282820j) was deployed just above the superior mesenteric artery, intentionally covering the celiac artery. A reduction in flow into the false lumen was confirmed, and the procedure was completed. The patient tolerated the procedure. On (B)(6) 2026, rupture of the false lumen occurred near the distal portion of the ctag (tgm282820j), and the patient died.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.